Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm from the reservoir. The customer's blood glucose level is unknown. The customer stated that she received no delivery while refiling her pump. The customer stated that the alarm was resolved by a complete set change. The customer would like to return the reservoir set for analysis. The customer was not able to troubleshoot at the time of call. The customer was unable to determine the cause of the issue.